Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Wbc count is not available at this time. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set without the leukoreduction filter was returned for investigation. Upon visual inspection, no misassemblies or abnormalities were noted with the set. No occlusions were noted when the set was flow tested. The run data file (rdf) was analyzed for this event. The run data file analysis did not show a conclusive root cause for the higher- than-expected wbc content in the platelet product reported for this collection. However, it is possible, though not conclusive, that wbcs may have escaped the lrs chamber late in the procedure. Based on the available information, it is possible that this leukoreduction failure may be donor related. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive rootcause for the observed leukoreduction failure remains undetermined at this time. Possible rootcauses were provided in the initial report for this event.